Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
It was reported by the surgeon that the patient was going to have vns explanted due to (B)(6) infection. Patient's generator and lead were explanted. Device history records were reviewed for the generator and the lead and the devices both passed all functional specifications and quality tests and were sterilized prior to distribution. Information was received from surgeon's office that the infection was at the generator site and the physician states that there was also drainage present at infection site. The cause of the infection is currently unknown by physician. Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device. No additional relevant information has been received to date.